Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms. Boston scientific technical services (ts) stated to make sure the pocket is closed and test each vector. Further, ts recommended distal coil to can and to do induction testing. Additional information received that the proximal coil was giving the oor impedance. The healthcare professionals took the proximal coil out of the equation and programmed patient with distal coil to can. The shock impedance with distal coil to can was within range. The system remains in service. No adverse patient effects were reported.